Event description:
A peritoneal dialysis (pd) nurse reported a (B)(6) female pd patient was in poor health and presented with abdominal pain, nausea and severe vomiting. The patient was admitted to the hospital on (B)(6) 2015 and diagnosed with an episode of cyclical intractable vomiting, hypokalemia, abdominal pain, hyperglycemia and gastroparasis. The patient was started on intravenous fluids, antiemtics and bowel rest. Symptoms had improved and the patient was able to tolerate a diet and was discharged on (B)(6) 2015. The nurse stated and documented the event was not cycler related.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the history record review confirmed the labeling, material, and process controls were within specification. Based on the 8 pages of medical records information it appears that on (B)(6) 2015, the patient was admitted into the hospital for intractable vomiting, probably cyclic vomiting syndrome. Citrobacter uti and hypokalemia. Medical records revealed the patient was recently admitted for vomiting. According to the peritoneal dialysis registered nurse (pdrn), the patient was given prophylactic antibiotics after the fluid leak with no growth from the fluid cultures., the pdrn stated that the patient was in general poor health and was admitted to the hospital on (B)(6) 2005 for severe nausea, vomiting and abdominal pain. The pdrn said the patient's nausea was not treatment related. There were no medical records for that event. The patient was treated, symptoms improved and the patient was discharged home on (B)(6) 2015. Medical records did not contain progress notes or treatment records for review. Medical records did not indicate a causal relationship between the patient's liberty cycler and her hospitalization for nausea, vomiting or uti.

Event description:
Medical records confirmed the patient developed a gastric ulcer and urinary tract infection. The patient was treated with antibiotics. Her final discharge diagnoses were intractable vomiting, probably cyclic vomiting syndrome; citrobacter urinary tract infection (uti) and hypokalemia.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation and clinical investigation of available medical records.